Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Evaluation pending.

Event description:
It as reported from ICU that the device was programmed to infuse100ml of medication at 3.2ml/hour and should have taken around 30 hours, but delivered at the wrong rate and the infusion took approximately 32 hours. There were no adverse effects caused to the patient.

Manufacturer narrative:
Sample inspection: the inspection process performed on the pump module sn (B)(6) found it to be in fair condition. The dried residue found on the pins of the right iui were not relevant to the reported incident. All parts inspected except for the rear case were observed to be bd parts. Log analysis results: the review of the pcu error log found no recorded errors or malfunctions on the reported date of (B)(6) 2020. The review of the pcu event log showed that on (B)(6) 2020 at 05:59:15 pm, the user selected pump module sn (B)(6) and a basic infusion was selected. The user programmed the rate to infuse at 3.2 ml/h with the vtbi of 100 ml. The calculated duration of this infusion was 31 hours and 15 minutes. (B)(6) 2020 at 07:32:54 am, the source pump module was channeled off. The infusion was interrupted 13 hours and 33 minutes after initially programmed. (B)(6) 2020 at 12:07:17 pm, the pcu was powered down. Test results: timed rate accuracy test was performed on the pump module sn (B)(6) and found it to be delivering fluids within specification. Test methods: (B)(4) (timed rate accuracy) device history review: a review of the device history record showed the device had a manufacture date of 08/08/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode. Root cause: the root cause of the customer reported event that a device programmed to infuse for 30 hours at a rate of 3.2 ml/h but took approximately 32 hours could not be identified during this investigation. The customer¿s report of a device programmed to infuse for 30 hours at a rate of 3.2 ml/h but took approximately 32 hours could not be confirmed or replicated during this investigation. ¿ review of the pcu event log showed no programming errors that resulted in the reported event. O the pump module was selected and a basic infusion was programmed to infuse at the rate of 3.2 ml/h with the vtbi of 100 ml on (B)(6) 2020 at 05:59:15 pm. The calculated duration of this infusion was 31 hours and 15 minutes. O the pump module was channeled off (B)(6) 2020 at 07:32:54 am, 13 hours and 33 minutes after the infusion was initially programmed. ¿ review of the pcu error log showed no recorded errors or malfunctions on the reported date of the event. ¿ rate accuracy testing performed found that the pump module delivered fluids within specification. ¿ internal inspection found no irregularities. ¿ the device was being used for patient treatment. ¿ note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one-time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer.

Event description:
It as reported from ICU that the device was programmed to infuse 100ml of medication at 3.2ml/hour and should have taken around 30 hours, but delivered at the wrong rate and the infusion took approximately 32 hours. There were no adverse effects caused to the patient.